Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that the user noticed a "break" in the line after it had been connected to the patient. No additional information provided. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.